Event description:
It was reported that the pump touch screen was grey. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer had an alternate pump for insulin therapy.